Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned for evaluation; therefore a return sample evaluation was not performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, patient underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After 12 hours, patient developed stoma site drainage and abdominal pain. Patient was seen in the emergency room and released the same night. The patient continued to have abdominal pain, stoma site drainage, and redness around the stoma site. On (B)(6) 2019 the patient started duopa titration. On (B)(6) 2019 the purulent drainage and pain had worsened, patient was hospitalized and was treated with IV antibiotics and IV pain medication. On (B)(6) 2019, the patient was released from the hospital.